Manufacturer narrative:
D10 concomitant product: vlft10gen ft series energy platformx1 (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during video-assisted thoracic surgery (vats) lung lobectomy, the knife's return was poor, it got stuck and the jaws opening was difficult. It was applied at the time of detachment of the visceral pleura of the lung when the issue occurred and they pressed the trigger of the knife back and removed it. The handpiece was cleaned as soon as they started using it. They felt discomfort and stopped using it. The knife blade was not extended nor protruded beyond the edge of the jaws. As such, the usage was immediately discontinued and and replaced it with another product in stock. After that, the operation was completed without anyproblems. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found minor seal plate damage. The plug was cut off and not returned. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. It was reported that the jaws were difficult to open and the knife blade did not retract. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of seal plate damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during video-assisted thoracic surgery (vats) lung lobectomy, the knife's return was poor, it got stuck and the jaws opening was difficult. It was applied at the time of detachment of the visceral pleura of the lung when the issue occurred and they pressed the trigger of the knife back and removed it. The handpiece was cleaned as soon as they started using it. They felt discomfort and stopped using it. The knife blade was not extended nor protruded beyond the edge of the jaws. As such, the usage was immediately discontinued and and replaced it with another product in stock. After that, the operation was completed without any problems. There was no patient injury.